Manufacturer narrative:
(B)(4). Date sent: 09/15/2025. Corrected data: h6. Medical device problem code.

Manufacturer narrative:
(B)(4). Date sent: 09/22/2025. B3: only event year known: 2025. Updated data: a2, a3a, h10. Corrected data: e1, e4.

Manufacturer narrative:
(B)(4). Date sent: 09/08/2025. B3: only event year known: 2025. D4: batch #unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: 1. Please explain in detail what was the issue with the device. Was the firing sequence started but not completed? Yes - the stapler was clamped on the tissue, and the jaws would not reopen. 2. If yes: did the device deliver any staples? Unknown. 3. If yes, were the staples formed properly? Unknown. 4. If yes, was the staple line complete? Unknown. 5. Did the device cut? Unknown. 6. If yes, was the cut line complete? Unknown. 7. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Unknown. 8. Was there any difficulty opening the device? Device would not open. 9. If yes, how was the device removed from the patient? Surgeon had to cut around the stapler to get it out. 10. If yes, did the jaws eventually open? No. 11. Is the current patient status known? Unknown. 12. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Please add details) no/unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the jaws on the device would not reopen after the surgeon clamped the tissue. The surgeon had to cut around the stapler to get it out. There was no patient consequence nor surgical delay reported. No additional information provided.